Manufacturer narrative:
Manufacturer has been making good faith effort to obtain more information about the event itself and the condition of the patient, but as of the date of this report, no further information has been obtained.

Event description:
Omegalif cage migration resulting in nerve root impingement; revision surgery required. (Additional surgical intervention).